Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed to address the occlusion. Customer's blood glucose ranged from 214-240 (mg/dl).